Event description:
An ipp device was implanted on 8/18/86. The cylinder and pump were revised on 6/14/89. The cylinders and pump were removed from the pt and replaced on 5/29/97 due to ruptured cylinders s/p trauma.